Event description:
It was reported that during interventional cardiology procedure (ie: stent placement), balloon noted in equipment was introduced for use. While advancing balloon, blood became noted in inflation device suggesting balloon rupture. Advancement of balloon catheter was stopped and frank blood was noted in inflation device (which was under vacuum per standard technique). Attempted to remove balloon over the wire, however only the shaft of the balloon was noted to exit the guide catheter. Immediate live fluoroscopy was utilized showing the balloon remaining within the guide catheter. The balloon never advanced outside the guide catheter. After multiple attempts with differing sized snares, the remaining portion of the balloon was unable to be retrieved. The entire coronary intervention system was removed (guide catheter with guidewire and remaining balloon). System was disassembled and balloon was retrieved.